Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d1, d4, d8, f6, g4, h4, h6 - health effect - clinical code, type of investigation, investigation findings and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation. Operative notes and/or medical records were not provided for review of usage/ technique; however, it was reported that the patient presented with systemic sepsis secondary to an ankle wound. A definitive root cause was unable to be determined; however, may have resulted from the patient¿s underlying condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2023. The patient presented with systemic sepsis secondary to ankle wound. Crp was high so the shoulder was scanned and showed possible infection. The patient was revised on (B)(6) 2023. The liner, adapter tray and glenosphere were removed and replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: equinoxe glenosphere locking screw, 320-15-05, (B)(6); equinoxe reverse torque screw, 320-20-00, (B)(6); equinoxe 38mm humeral liner +0, 320-38-00, (B)(6); equinoxe humeral tray +0, 320-10-00, (B)(6); eq rev glenoid plate, 320-15-01, (B)(6); equinoxe, humeral stem primary, press fit 9mm, 300-01-09, (B)(6).